Event description:
The customer alleged that she performed a control test using her contour ts meter and received a result of 211 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. A new bottle of control solution was sent to the customer for further troubleshooting. No product will be returned at this time.